Event description:
It was reported the epg (external pulse generator) was dropped, and the case is damaged. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the upper and lower cases were broken. It was also noted that the ring cover, two side bail covers, ring and two side bails were missing, the battery drawer was broken, the battery contacts were compressed, and the battery release and lead flex cover were contaminated.